Event description:
A piece of an arthroscopic staple driver camer off in a pt's knee during arthroscopy. It was not immediately retrieved. A second arthroscopic surgery was done to remove the foreign body.